Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch meter (unknown model) had a meter casing issue. The complaint was classified based on customer care advocate (cca) documentation and information obtained when this medical surveillance specialist reviewed the call recording. The patient reported that the issue occurred over a week prior to contacting lifescan, when she dropped the meter on the floor and it cracked to pieces. The patient manages her diabetes by self-adjusting her insulin doses and continued to follow her usual diabetes management routine in response to the alleged issue. The patient reported that, due to not being able to test with her meter, she developed symptoms of sweating and shakes twenty hours after the alleged meter issue occurred and self-treated with orange juice and peanut butter. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly suffered symptoms suggestive of a serious injury after the meter issue occurred.